Event description:
It was reported to manufacturer that the hand held screen would continuously freeze during interrogation as well as after interrogation. Soft resets were performed to temporarily resolve the event. The site requested a new hand held be sent to replace the non-working device. The hand held and software are expected to be returned to manufacturer for analysis.